Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center to report a falsely elevated concentrated carbon dioxide (co2_c) result was obtained on a patient sample on an atellica ch 930 analyzer. Quality controls (qcs) recovered within ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse inspected the analyzer, performed alignments, cleaned the probe and replaced valve 19. On subsequent visits, the cse replaced the dilution arm, metering pump, pressure transducer, reaction ring cuvettes, impeller and sample mixer. An autocheck and qc were performed which recovered within ranges. Siemens further evaluated the event and concluded that the valve 19 potentially contributed to the falsely elevated co2_c result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported a falsely elevated concentrated carbon dioxide (co2_c) result was obtained on a patient sample on an atellica ch 930 analyzer. The erroneous result was reported to the physician(s). The sample was repeated on an alternate atellica ch 930 analyzer. The repeat result was lower than the erroneous result. The repeat result was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneous falsely elevated co2_c result.